Event description:
Customer reportedly obtained results of 423mg/dl and 143mg/dl on the advantage sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.